Event description:
Philips received a complaint on an unknown patient monitoring product indicating that the patient developed injury to the skin following application of the o3 sensor. Following cardiac surgery, the patient (close to newborn in age) was admitted to picu and rso2 was measured using an o3 module and sensor. When the o3 sensor was removed, the skin on the forehead that had been in contact with the sensor developed a pressure ulcer, described as a square-shaped indented and 'injured'.

Manufacturer narrative:
Additional information via good faith effort (gfe) was received, and it was indicated that the staging or type of treatment provided is unknown. There are no photos available. The injury is expected to heal without permanent damage as the injury does not appear to be severe. Also, it was provided that there was no allegation of sensor malfunction. It is considered that the injury was caused by structural factors rather than a sensor defect. The physician suspects that the cause was the hardness of the emitting or receiving part of the sensor that came into contact with the skin. Based on the information provided, the product malfunction was unable to be confirmed. The sensor is not available for evaluation, as it has already been disposed of by the hospital.